Event description:
Info provided states that pt x-rays show that an implanted azure plate has a fractured locking mechanism and the screw has backed out of the plate. No revision surgery is planned to revise the construct.